Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Insulin overdose [overdose]. Case description: medical device information: class iib. This spontaneous case from a foreign country, was reported by foreign police as "insulin overdose" and concerns a male patient treated with novopen 3 (device therapy) and novorapid penfill (rapid-acting insulin aspart) from an unknown date to 2009 for an unknown indication. Patient's height: not reported. Medical history includes intentional suicide. The reporter from a foreign country, called as a patient died in 2009 of an insulin overdose. The reporter was asked by the coroner if there was information regarding the novopen 3 and self administering that is if there was an instruction manual on usage when self administering. They are trying to determine if the insulin overdose was intentional or not and how easy it could have been for the patient to have overdosed. The reporter advised that he and the coroner are both not familiar with the device and wanted to get some information so they could make an assessment if the suicide was intentional or accidental. The reporter advised that the patient was on novorapid penfill and was using a novopen 3 (couldn't confirm 100% that it was a novopen 3 as the file was not in front of him). Thr reporter was advised that if the novopen 3 was still available then novo nordisk could send the device away for testing. The reporter advised that they had no concern on the product or product safety as the patient had a history of intentional suicide and they are more looking into the general practitioner's responsibility. Outcome was reported as "died". Comment: company comment: the patient has a history of "suicide attempts". There is no plausible mechanism between treatment with insulin and suicidal tendencies. Comment: reporter's alternative aetiology: not reported.